Event description:
Patient underwent a laparoscopic left donor nephrectomy. There was a failure of the atw35 stapler that caused serious injuries. No further details are provided.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative reports attached.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. D4: batch # 540a37. Investigation summary: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a portion of an echelon flex 35mm device from the batch area (540a37) and a battery not loaded near of device. The second and third photos show from the top view per both sides of the device with a battery loaded and a white reload can be seen loaded on the jaws of the device and it appears to be fully fired. Based on the photos the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540a37, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024 d4: batch # 540a37 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with two sharp scratches on the right handle of the device, with one battery pack, and with one reload loaded in the device. The reload was received fully fired and with significant damage on reload deck. Also, one-piece sled, and some drivers were noted to be damaged. The battery pack was fully drained which is normal for a pack that has been installed into a device. The device was tested for functionality in the straight position with a test reload, with a test battery, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. After further evaluation, the CT scan analysis showed the extensive internal damage to the cartridge body, drivers and sled. Optical microscopy inspection was performed on the reload both before and after it was cleaned to remove residual soil. The optical microscopy photos document the extensive damage to the cartridge deck and driver components. Scanning electron microscope (sem) inspection with energy dispersive x-ray (eds) spectrometry analysis was also performed on the reload deck to determine what material the hard object was made from. It was not possible to distinguish the hard object¿s material from the base plastic of the reload which indicates that the hard object was most likely plastic. The instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. It is possible that the damage on the handle shrouds was due to improper handling of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 540a37, and no non-conformances were identified.